Manufacturer narrative:
This report is submitted on february 02, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown and an extrusion of the device. The patient also experienced an infection and wound dehiscence at the implant site (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) and underwent debridement procedure to clean wound dehiscence (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2024, for a surgical procedure to remove the implant receiver stimulator with the electrode cut in the mastoid; however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted during the same surgery. There are no plans to re-implant the patient with another cochlear device as of the date of this report.